Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: undetermined. Rationale: no batch# sample available.

Event description:
It was reported that unspecified bd¿ syringe leaked medication. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported patient was having issues withdrawing medication and medication leaked out. This is notification to inform you that a pharmaceuticals company has received a commercial product complaint (B)(4) that occurred in the USA, relating to ancillary components for use with gattex. Verbatim in attachment: "a report was received 08may2019 via onepath. Lot #1803g and exp 1/22. Patient reporting having issues again withdrawing medication out of a vial fro administration. The patient is informing that when drawing medication it actually leaked out "from everywhere" the patient does not have supplies available for return. No ae reported. Mediation is safe at home. Patient is requesting replacement. Patient used other product available to dose."